Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. X-ray review: reported event was confirmed by review of x-rays provided. The revision procedure was completed due to ¿oversized tibia component and disease progression¿ and the radiographs suggest that the tibial tray may have been oversized due to it overhanging the tibial plateau medially and posteriorly. However, it is not possible to measure that accurately due to poor x-ray quality and alignment. With the radiographs provided it is not possible to comment on whether the patient¿s osteoarthritis had progressed to the lateral compartment. Device history record (DHR) was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Knee revision due to oversized tibia component and disease progression.

Manufacturer narrative:
(B)(4). Unique identifier (UDI) number: (B)(4). Concomitant medical products: medical product:oxf anat brg rt x-sm 7mm PMA , catalog #:160794, lot #: 380020; medical product:oxf twin-peg cmntd fem xs PMA catalog #: 161467, lot #: 821870. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
Knee revision due to oversized tibia component and disease progression.